Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (time/date) issue. The reporter stated that the patient had a blood glucose (bg) over 600mg/dl with nausea and vomiting. T the patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient was not sure what the time and date were when the battery was replaced. This report is being made due to the bg excursion the patient experienced due to use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/02/2017 with the following findings: there were no unexplained time/date issues observed in the pump¿s black box history. The black box showed the time/date set screen was accessed and a manual time change was made on (B)(6) 2017 from 22:18 to 22:17. The total daily dose (tdd) history showed out of order date from (B)(6) 2017. The tdd¿s added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A timekeeping accuracy test was performed. The pump maintained the time accurately during a 5-day duration test; however when pump was left without power for 1 hour and when the pump was powered back on, it had returned to the default time/date 12:00 am 1/1/2007. The time test was started but was not completed due a internal clock battery on the printed circuit board had failed. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).